Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been experiencing uncontrollable high blood glucose for the last several months. The morning of the call, he woke up and had a blood glucose of 141 mg/dl but when he tested at 9:30 am, his blood glucose was 398 mg/dl and he treated. The customer checked and his current blood glucose is 417 mg/dl and is not sure of the cause. During troubleshooting for high blood glucose, he stated he did not feel well and that he had injections as his back-up plan. The customer said that his blood glucose was 411 mg/dl at 12:00 am, he treated and that when he woke up in the morning, his blood glucose was 34 mg/dl. He declined to check for any site or insulin issues. He said that the last time he was at the doctor¿s office, his doctor changed the basal rate in the night and changed the insulin sensitivity in the afternoon. The customer declined to check the bolus wizard settings for accuracy. He was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer did not have a tubing clamp to perform the high-pressure test and was advised to call back once he received one. The insulin pump will not be returning for analysis.